Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) was in backup (bvvi) mode. The patient was asymptomatic. The pm was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of pacemaker in backup mode was confirmed. The backup condition of device was verified when received. Product code was downloaded, and analysis was performed. Analysis performed including thermal and mechanical testing of the device indicated that the pacer exhibited normal device characteristics. Analysis on the device image indicated the event occurred on (B)(6) 2024, and the cause of the backup mode was consistent with an anomalous integrated circuit (ic) on the hybrid.